Manufacturer narrative:
Device eval: one smiths medical cadd-solis vip ambulatory infusion pump was returned for analysis in used condition. Visual inspection of the pump showed no damage to the pump and that the air detector was not working properly. On further inspection, it was found that the air detector was inoperable and it was replaced. Based on evidence and investigation, the complaint allegation was confirmed. Additional information was received indicating issue was found during preventive maintenance, patient invovlement unknown.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited "air in line error" alarm. It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.